Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white particles on stylet is confirmed; however, the exact cause is unknown. One photograph of a hydrophilic coiled stiffening stylet was returned for evaluation. Visual observation of the photograph shows a stylet being held over the handle of a safety scalpel. Small white particles can be observed attached to the stylet. Although it cannot be confirmed from the photograph, the material appears to be consistent with flaking of the hydrophilic coating on the stylet. A second photograph was not provided; therefore, a second occurrence could not be analyzed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that during catheterization, three foreign objects were discovered on the guidewire while removing it, preventing successful catheter placement. The issue was resolved by replacing the product. It was reported this occurred with two devices. This report addresses both devices. No further information was provided.